Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, dyspnea, ischemia and restenosis, as listed in the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The 3.5x38mm xience prime stent is filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2012, a 4.0x23mm xience v stent was successfully implanted in the left main (lm) coronary artery lesion, a 4.0x38mm xience prime stent was successfully implanted in the proximal right coronary artery (rca) lesion, and a 3.5x38mm xience prime stent was successfully implanted in the mid rca. On (B)(6) 2015, the patient was hospitalized for worsening shortness of breath (sob), stable angina, and ischemia was diagnosed. Another percutaneous intervention was performed in the proximal and mid rca. The event resolved without sequela that same day. There was no additional information provided.